Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2021 and suture was used. On (B)(6) 2021, the patient presented with tachycardia and pain in the area. They suspected hemoperitoneum so they begin with procedures to perform an exploratory laparoscopy while waiting for scan results. While performing exploratory laparoscopy they found the manual suture of the entire anastomosis cut. The patient remains hospitalized and his condition is stable. The doctor believes it may have been cut at some point and was not noticed in the surgery. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/18/2021. Additional h6 component code: g07002 ¿ device not returned. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify/specify what is meant by the ¿suture cut¿? The patient demographic info: gender, age, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture initially tied (square knot or multiple knots one end)? Product code and lot number? Were there any intra-op surgical complications during initial (B)(6) 2021 surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during or after ( post-op) the suture placement? Was the tissue dehisced? If yes, what tissue? Was the hemoperitoneum observed during laparoscopy? If yes, how was treated? Was the re-suturing performed? If yes, what was used? Can you provide surgical/operation notes? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient current status? If applicable, will product be returned, return date, tracking information? Additional information was translated: ¿general description of the initial procedure (B)(6) 2021: it was a pretty bloody bypass, he had to cauterize different areas with a harmonic, clean a lot with gauze, the ports bled a lot... At first the staple line did not bleed, but at the end of the surgery it did. Negative methylene blue test. He even sutured a stitch that made him insecure.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/18/2021. Corrected h6. Health effect - impact code: f19. Corrected information: d7a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.